Event description:
Customer reported a tandem mobi cartridge alarm, which occurred during the load process of the pump, confirmed by technical support to be cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump as backup therapy. The customer understood instructions on returning the malfunctioning pump and the steps to follow upon receiving the replacement.